Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. Customer experienced symptoms such as nausea, feeling sick. Customer stated they change infusion set and reservoir and they was not able to do bolus. Customer declined troubleshooting. The insulin pump will not be returned for analysis.